Event description:
A 22 yr old male with medical history of congenital d-loop transposition of the great arteries. Ventricular septal defect and pulmonary stenosis. S/p rastelli. S/p right ventricular outflow tract replacement in 10/9/89, developed sudden heart block on 10/27/96. Subsequently the site decided to explant the homograft on 10/31/96 due to artery and valve stenosis. Valve was replaced with another homograft.